Manufacturer narrative:
(B)(4). Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a routine follow up it was noted that the device had triggered a lead safety switch due to out of range lead impedances on this right atrial lead. At this time this right atrial lead remains implanted. No adverse patient effects were reported.